Manufacturer narrative:
Event summary: as reported, during a flexible ureteroscopy using a ngage nitinol stone extractor, the device handle had problems and would not open or close. It was noted that it also had "loose threads" at its distal end. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed with another basket. There have been no adverse effects reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ncompass nitinol tipless stone extractor was returned for investigation with the handle in the open position and basket formation in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. A functional test determined the handle moved the coil assembly. The basket formation had three broken wires, but no kinks in the basket sheath or discoloration on the broken wires was observed. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality controls procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use, which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that while no definitive cause for this event could be determined, it is possible the device damage occurred during unpacking of the device or subsequent handling. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy using a ngage nitinol stone extractor, the device handle had problems and would not open or close. It was noted that it also had "loose threads" at its distal end. The issue with this device was discovered prior to making contact with the patient and it was not used. The procedure was completed with another basket. There have been no adverse effects reported due to the alleged malfunction.